Event description:
It was reported that the patient line of the cassette had separated from the home patient¿s (hp) transfer set during an unknown step of peritoneal dialysis. The hp stated they had fallen asleep during the initial drain phase of therapy and when they awoke the disconnection was discovered. The technical service representative advised the hp end therapy and to complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.